Manufacturer narrative:
After battery installation, the down keypad button did not work. After further examination of the device's interior, electrical board 1 shows signs of previous moisture presence and corrosion around the battery connectors, on the connector between electrical board 1 and electrical board 2, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the keypad anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose level was 12.3 mmol/l. The customer reported they received a critical pump error image on the insulin pump screen. The customer reported that they received a stuck button alarm prior to the critical pump error. The customer also reported that the insulin pump had crack on the battery side. The customer reported that the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.